Event description:
After feeding tube placement, a chest x-ray revealed the dobb-hoff feeding tube extending down the right mainstream bronchus and apparently perforating the peripheral portion of the lung with the tube apparently within the pleural space. Development of a small right-sided pneumothorax was noted and also presence of pneumomediastinum. Tube was immediately removed. Follow-up chest x-ray on the next day showed small residual 5-10% pneumothorax. Patient required no additional medical intervention due to tube misplacement.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other, invalid data. Results of evaluation: invalid data. Conclusion: user error contributed to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.